Manufacturer narrative:
Age/date of birth: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 20.0 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2017. Post-operatively, since the day after surgery, the patient has been experiencing worse near and distance vision and a ''ghosting line,'' which has not gone away. Reportedly, the patient has been back to her surgeon a number of times looking for some guidance. The patient is currently using glasses, which has improved her vision, but it is still not as good as the patient would like. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.